Event description:
It was reported that a revision surgery was done because the patient had a pseudotumour / alval syndrome. It was also reported that the reason for revision surgery was allergy, pain and wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.